Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Trade name, irgacare®. Active ingredient(s), triclosan. Dosage form, suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the barbed suture was used. It was reported that it was found that there had been no barbs during surgery. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.